Event description:
It was reported that the procedure was to treat a moderately calcified shunt in an un-specified vessel. The 5.0 x 40 mm fox balloon catheter was advanced and inflated; however, a balloon rupture occurred during the first inflation of 16 atmospheres (atm). There was no resistance noted during advancement or removal. A new fox balloon catheter was used successfully. It was noted that the balloon was submerged in saline, and the air-bleeding was performed inside the patient anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It should be noted the fox sv percutaneous transluminal angioplasty balloon catheter instructions for use (IFU) states: fill an inflation device or syringe with the diluted contrast medium, connect to the inflation port of lure. Inject diluted contrast medium to partially inflate the balloon. Deflate the balloon by drawing back on the syringe. Repeat steps until all the air in the balloon has been displaced by the diluted inflation medium. In this case, it does not appear that the incorrect preparation for use contributed to the reported difficulties.